Event description:
It was reported that during the use of the device for a non-clinical activity (testing), the sternal saw motor was working intermittently. There was no patient involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.